Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the 7 mm extended length endoscope had bad image quality; it was cloudy. A replacement unit was used to complete the procedure. The occurrence date is unknown. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).